Manufacturer narrative:
Concomitant product(s): a 0185 lead, implanted: (B)(6)2011. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown. Hybrid analysis determined the premature battery depletion, high current drain, and pacing output anomalies were due to a defective transistor on the l409 voltage regulator and pacing integrated circuit. Photoemission analysis identified a defect site on the transistor. If information is provided in the future, a supplemental report will be issued.